Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Continuation of d10: product ID 977119 serial# (B)(6) implanted: (B)(6) 2025: product type implantable neurosti mulator product ID tm91scs serial# unknown: product type product ID a72400 serial# unknown: product type software review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977119, serial#: (B)(6), implanted: (B)(6) 2025, product type: implantable neurostimulator. Product ID: tm91scs, serial#: unknown. Product ID: a72400, serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-14: information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The patient handset was taking 20 minutes to connect to the device. To troubleshoot, the rep asked the patient to close out of the apps after using and ensured the communicator was on and charged. The cause was unknown. The issue was ongoing. On (B)(6) 2025: the rep mentioned they had already filed a report, but the patient (pt) had some connection issues between handset and ins. The rep had been working with the pt, and the pt said they would get to connecting screen and the connecting screen would display for 20 or so minutes without moving on, and pt could not consistently connect handset to ipg or communicator. Technical services (tss) reviewed possible troubleshooting steps. The rep also mentioned they had reviewed some general troubleshooting including keeping the communicator charged, closing all apps, and keeping phones apart. The rep also mentioned system error message: 0x67255b8. Tss suggested pt call patient services if issue persisted after training pt on reset of communicator/handset. The rep did not collect serial numbers from the pt. No symptoms were reported.